Event description:
Perclose suture tore off. Used a new proglide perclose device to finish procedure. Patient contact, but no harm. Pfa procedure. Manufacturer response for suture-mediated closure system, perclose (per site reporter). A no charge replacement was provided and was told to discard complaint device.